Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(component codes).

Event description:
N/a.

Manufacturer narrative:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was draping the patient in the or in the evening. Troubleshooting steps were done, the customer verified no blood in the helium tubing and connections were secure. It is also mentioned the customer did not use the iab fill and start key, personnel guided the customer to do so to resume therapy. The customer was appreciative of the information shared.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement, but no injury or harm reported. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s clinical picture (hemodynamics/vent settings/battery installation/ECG electrode placement, etc.).